Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of placement difficulty and an unwound guidewire is confirmed based on the fact that the guidewire appears unraveled in the returned photograph. The cause remains unknown. The sample returned was one photograph of a portion of a device which appears to be a powerglide. Visual observation of the returned photo sample found that it depicts the tip of the needle safety mechanism, an unraveled guidewire, and the white catheter valve/septum and white grip in which the valve sits. The wire was protruding from the end of the needle safety mechanism, as is normal, but the wire¿s outer coils were unraveled and had come away from the tip of the core wire, which is visibly bent at its end. The coiled wire extended into the white catheter valve inside the white housing. Blood residue could be seen on the white grip and inside the safety mechanism. The wire fracture cannot be well examined via the returned photograph, and no physical sample has been returned, and so the cause of breakage cannot be determined. However, it is known that such guidewire breakages can occur when a guidewire is pressed against the needle bevel and/or retracted against it. It is also possible that other sources of mechanical damage, such as during storage or preparation, contributed to this event.

Event description:
Additional information received: on or around (B)(6) 2016, the physician placed device with some difficulty. The guidewire was unwound like a spring. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav1678 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, facility contact reported that a healthcare professional experienced difficulty placing a powerglide midline catheter. Additional information has been requested but has not been provided. Photo received shows frayed guidewire.